Event description:
The customer reported to olympus, the gastrointestinal videoscope had a weak air / water supply. Inspection and testing of the returned device found that the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the water removal ability did not meet the standard value due to the clogging of the nozzle. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. The customer cleaned, disinfected, and sterilized the device before it was returned for repair to olympus, it was not specified if the customer knew what the foreign material was. There was a delay in the start of pre-cleaning, the customer did flush the air / water nozzle with water and air, it was unknown if there were any abnormalities in the accessories used for reprocessing, the endoscope was presoaked in the detergent solution, it was unknown if the customer wiped / brushed the air and water nozzle with clean lint-free clothes / brushes / or sponges, and it was unknown if the customer flushed the air and water nozzle / channel in the detergent solution. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up / down knob was out of the standard value due to wear of the angle wire, the adhesive on the bending section cover had a white-clouded area, the universal cord had a scratch, the electrical contact of the endoscope connector was shaved, the adhesives around the objective lens had a white-clouded area, the adhesive around the light guide lens was peeled, and the connecting tube had a scratch. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that fibers including gauze and towels used during reprocessing adhered to the air / water cylinder or the air / water valve, and the flow of the air / water was operated with that state, therefore the foreign material got clogged the nozzle after passing the air / water channel. The foreign material turned out to be cellulose fiber, however we could not specify exactly what/where the foreign material originated from. The event can be prevented by following the instructions for use which state: "[3.3 inspection of the endoscope] 9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [3.8 inspection of the endoscopic system] 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.